Event description:
Event: zoll monitor temperature plug in did not work when I placed it on a trauma patient. I attempted to plug the probe into both temp 1 and temp 2 jacks with no success. We warmed the patient regardless but were unable to trend patient's temperature. The probe is available upon request for inspection. Follow up: the zoll skin temp probe does need work in the t1 or t2 plug-in. The esophageal temp probe was tested in both plug-ins and work. The skin temp probe was removed from service and a new one was ordered.